Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that a controller double disconnected without any high priority alarm with sleeping while the patient was sleeping.

Manufacturer narrative:
Additional information received indicates that the event was also associated with a real time clock error. The device was exchanged with no reported patient consequence. The controller was returned for evaluation. The reported event of a real time clock error was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. This can be attributed to a depleted real time clock. This was most likely due to an extended period of time where the controller was not connected to an external power source. However, when set to the current date and time, the rtc was able to retain the new settings. Functional testing showed that the controller would emit a high priority alarm when both external power sources were disconnected from the controller. The most likely root cause of the reported event can be attributed to a depleted real time clock, most likely due to an extended period of time where the controller was not connected to an external power source. The controller was able to retain the date and time after allowing the real time clock to fully charge. The reported event of the controller's inability to emit a high priority alarm could not be confirmed. A high priority alarm was emitted when both external power sources were disconnected from the controller. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. According to the instructions for use (IFU), users are instructed to input the current date and time when setting up both the primary and backup controllers. The IFU warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. The real time clock has a different power source from the pump parameters display and alarms. The controller will continue to power the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.